Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 roller pump was unresponsive. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being submitted on behalf of the device MFR - sorin group (B)(4). To resolve an FDA inspection observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The device was returned to sorin group (B)(4) for eval. Eval of the touch screen found the locking contact at the connector was broken. The cause for the damage could not be determined from the info available. No further action is deemed necessary.